Event description:
It was reported that while the surgeon doing a knee arthroscopy (10minuts in) surgeon was trying to pull the meniscus on the right knee lateral side and the hook brock, up around 2cm.2.5cm length. The broken part was recovered by the surgeon. No harm came to patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).